Manufacturer narrative:
Citation: van mieghem nm. Current decision making and short-term outcome in patients with degenerative aortic stenosis: the pooled-rotterdam- milano-toulouse in collaboration aortic stenosis survey. Eurointervention. (B)(6) 2016;11(11):e1305-13. Doi: 10.4244/eijv11i10a253. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding short-term outcome in patients with degenerative aortic stenosis. All data were collected from multiple centers in 2014. The study population included 390 patients (predominantly male; mean age 76 years), 63 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate-severe paravalvular leak (pvl), new left bundle branch block (lbbb), new atrial fibrillation (afib), permanent pacemaker implant, repositioning required, second valve implanted, bleeding and vascular complication. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.